Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. At the time of the alarm, the customer observed air bubbles within the infusion set tubing. A supply change was performed resolving the issues. Customer's blood glucose level was approximately 400 mg/dl.